Event description:
On (B)(6) 2025, the user experienced severe hypoglycemia while wearing the ilet. The user was hospitalized, treated with intravenous dextrose, and released the following day.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.